Event description:
Patient underwent laparoscopic acessa ultrasound guided radiofrequency fibroid ablation, diagnostic hysteroscopy, hysteroscopic myomectomy, diagnostic laparoscopy on (B)(6) 2024. No issues at time of procedure. Follow up appointment due to increased vaginal discharge. Hard plastic blue object wedged deep in vagina over cervix. Foreign body removed by provider manually with two-digit exam. Inspected and noted to be the cervical cage portion of the rumi manipulator that was used for acessa surgery. The distal portion of the ring of the manipulator appeared to have snapped off of the rest of the ring device. No injury to patient. Reference report: mw5153466.